Manufacturer narrative:
Evaluation summary: the customer's reported problem was not verified. The pump was visually inspected and multiple scratches were found on the lcd lens. Delivery accuracy tests were performed and found to be within the control limit specification of +/- 3% and well within the published specification of +/- 6%. No corrective actions will be taken at this time as the investigation results found no signs of malfunction.

Event description:
User facility requested repair of an ambulatory infusion pump due to failed accuracy test. No patient details were provided.

Event description:
Radiational information received indicates the reported fault did not occur while in use with a patient.